Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Other text : customer has declined to return the product at this time.

Event description:
It was reported the patient received the following results within 15 minutes: 73 mg/dl, 190 mg/dl, and 111 mg/dl.